Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine device change out the physician noticed that the atrial lead had been cut due to the tight suture sleeve from the original implant. The lead was explanted and replaced.